Manufacturer narrative:
H11: additional manufacturer narrative: attempts to obtain additional information been made. There has been no response at this time. There is currently insufficient information to determine the root cause of this event. It is unknown if patient and/or procedure related factors may have caused or contributed to this event. There has been no allegation of a product malfunction. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a patient with a 27mm ce perimount aortic valve underwent a valve-in-valve procedure after an unknown implant duration due to unknown reasons. The procedure was performed with a 26mm 9755rsl transcatheter valve.